Event description:
Procedure: bariatric. According to the reporter: the suture has been coming off the needle during the procedure while using the device. It's happened multiple times with a highly proficient surgeon and staff with endostitch/suture. (See (B)(4)). The failure occurred during application of the device. Another reload was used to finish the case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: there been any adverse events as a result of the reported event. No device components fell into the patient's cavity.